Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during creation of flap there is an incomplete flap in the left eye of a patient during refractive surgery. There are two related reports for this event. This report addresses the patient initial's mr, left eye and other manufacturer reports will be filed.